Manufacturer narrative:
(B)(4). This is one event for the same pt involving two separate products. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced respiratory failure and expired approximately two days later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.